Event description:
The facility initially reported that they can not activate channel "a." This event occurred before use. During service by baxter it was found that the "channel select" key on the channel "a" was not working. There was no pt injury or medical intervention associated with this event. This pump contains un-remediated user interface module master software (5.04.00). No additional info is available.

Manufacturer narrative:
The condition of a pump with a non-working "channel select" key on channel "a" was confirmed. Inspection of the device revealed the condition was caused by a faulty channel "a" pump-head module keypad. The pump-head module keypad on channel "a" was replaced to address the condition. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA.